Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that the patients ipg was difficult to charge. The patient underwent an ipg replacement and a lead addition procedure and was doing well postoperatively. The explanted ipg was kept by the hospital and will not be returned.